Event description:
Information received from the field notes that the patient experienced multiple pre-syncopal episodes. After the most recent one her pacemaker was checked. During the evaluation, dashes (---) were noted for sensor parameters. A software download was performed successfully and restored normal operation. However, the physician wanted the device replaced.